Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). 3004753838-2025-220720 was reported in error. Please disregard initial reporting of the d9 device returned to MFR and d9 date device returned as the device did not return on 8/1/2025.

Manufacturer narrative:
(B)(4). (MFR#) was reported in error. Please disregard initial reporting of the d9 device returned to MFR and d9 date device returned as the device did not return on 8/1/2025.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).